Manufacturer narrative:
The investigation for the reported hemolysis and the pump stop has been completed. The impella was not returned for evaluation. The root cause of the hemolysis cannot since the product was not returned and insufficient clinical details were provided. The root cause of the pump stop cannot since the product was not returned and insufficient clinical details were provided. Citation: sicouri, s., shah, v. N., buckley, m., imperato, n., mcgee, j., casanova, e., gnall, e., & plestis, k. A. (2023). Use of impella devices for acute cardiogenic shock in the perioperative period of cardiac surgery. Brazilian journal of cardiovascular surgery, 38(1). Https://doi.org/10.21470/1678-9741-2021-0398 d1-brand name corrected.

Event description:
The abiomed complaints team received a publication entitled: use of impella devices for acute cardiogenic shock in the perioperative period of cardiac surgery" which detailed 11 impella patients. This report refers to the 7 impella cp patients and the 1 cp-rp bipella. The publication noted device related complications included varying degrees of hemolysis in 8 patients and device malfunction in 1 patient. Patient 1 (intraoperative) with the device malfunction had both rp and impella cp support as well as veno-arterial extracorporeal membrane oxygenation (va-ECMO).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿